Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's response buttons were not activating the device. The patient was issued replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the monitor's front response button was non-functional. The cause for the defective response button was isolated a broken trace on the front response button cable. The root cause for the broken trace could not be positively identified. No adverse event resulted from the broken response button cable trace. The patient received a replacement monitor.